Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light from blueline range devices. As it was stated by the customer: during the procedure part of the device has fallen down and additionally deformation of the device occurred due to overheating of the device. No injury was reported due to mentioned issue, however we decided to report this case in abundance of caution as any parts falling down might cause contamination or led to serious injury. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the complaint as the cover shouldn¿t deform. In the time when the issue occurred the device was being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis.. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The technical manual blueline 0136202 indicates the information regarding the replacement of the bulb the installation instructions blueline 0136402 indicates the nominal voltage value which is 22,8 ±0,4v. To avoid similar incident it is recommended to: replace the bulb every 600 hours with a bulb from maquet adjust the voltage to 22.8 ± 0.4 v ac+dc at the bulb terminals. The bulb must be replaced by a genuine part only (ref.: (B)(4)). We conclude that the bulb found in the customer device is different from the maquet bulb and has non-conforming technical specifications. An inappropriate bulb could damage the medical device. The issue is most likely caused by user who did not follow installation instruction. This defect is visually detectable during the inspection performed by the users before any surgical procedure., we believe the related devices are performing correctly in the market.

Manufacturer narrative:
The issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 12th february, 2020 getinge became aware of an issue with one of our surgical light ¿ blue. As it was stated by the customer during the procedure part of the device has fallen down and additionally deformation of the device occurred due to overheating of the device. No injury was reported due to mentioned issue, however we decided to report this case in abundance of caution as any parts falling down might cause contamination or led to serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light ¿ blue. As it was stated by the customer during the procedure a part of the device has fallen down. The getinge service technician visiting the site after the incident has found deformation of the part. The deformation made it impossible for the part to be re-installed. No injury was reported due to mentioned issue, however we decided to report this case in abundance of caution as any parts falling down might cause contamination or led to serious injury. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the complaint outcome. In the time when the issue occurred the device was being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. Despite the effort made in gathering more detailed information it was not provided. The manufacturer¿s subject matter experts have reviewed the case and unfortunately could not provide the specific root cause which wasn¿t possible to be established. We believe the remaining devices are performing correctly in the market.

Event description:
Manufacturer's reference number (B)(4).